Event description:
Procedure: laparoscopic inguinal hernia repair. Reportedly, the seal of the trocar fell into the pt when the surgeon passed the camera down the cannula. The seal was retrieved without difficulty. No pt injury reported.